Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had gotten wet while customer was swimming. The buttons do not respond. The blood glucose reading is 277 mg/dl. Customer treated with bolus. During troubleshooting, the time display was monitored and the minutes do not change. Nothing further reported.